Event description:
The coil detached or broke, in the microcatheter during the embolization of a pericallosous aneurysm. The coil remained partially in the parent vessel without any consequences for the pt. The microcatheter used was a cordis prowler, the coil that detached prematurely was the first coil placed. It detached inside the microcatheter and was left in the aneurysm with a tail pending in the parent vessel. The physician tried unsuccessfully to retrieve this coil and eventually decided to abandon the procedure. There has been no deterioration of the pt's condition from this event. The procedure was on a "difficult" revascularization.